Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refr2954 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the customer states they have had a fractured stylet. No other information was provided.

Event description:
It was reported the customer states they have had a fractured stylet. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fractured stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. The polyimide tubing of the returned stylet was observed to be broken 4.2 cm proximal to its distal tip; however, the core wire was observed to be intact. Multiple bends were observed in the polyimide section of the returned stylet. The epoxy tip of the stylet was observed present. A microscopic observation revealed the break sites in the polyimide tubing were uneven with a rough surface texture and plastic deformation. Some tearing and delamination was observed in the polyimide tubing at the break sites. The core wire of the stylet at the break site was observed to be intact and unbroken. Multiple kinks were observed in the polyimide tubing between magnet interfaces, including at the break site. While the exact cause of the break in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of the stylet against resistance.